Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR :16apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to duplicate the error; however, was able to confirm the alarm occurred through the device event logs. The fse replaced the blower to address the findings of the device evaluation. The was cleaned and tested after repairs were completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit made a noise then declared a "blower temperature high" alarm. The device was in use at the time of the event; however, there was no patient harm. The patient was placed on another device.

Manufacturer narrative:
MFR date: 11jul2019. Report date: 12jul2019. The blower assembly was returned for failure analysis. A visual inspection of the blower revealed no evidence of damage or contamination. Further analysis determined that the power to the ground was shorted resulting in the blower's failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.